Event description:
Procedure: nephrectomy. According to the reporter: the stapler was placed across the renal artery and vein. The stapler was fired and during the firing sequence, the stapler jammed up and would not complete the firing sequence. The procedure went from hand assisted nephrectomy to an open procedure. Damage to the renal artery occurred and was repaired by suture. Abnormal bleeding occurred, pt was given 2 units of blood through transfusion. The pt is reported as doing well.